Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, , a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 07/16/2019 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:144mg/dl date:(B)(6) 2018, time:3:56pm fasting. Result 2:123mg/dl date:(B)(6) 2018, time:3:54 fasting. Result 3:44mg/dl date:(B)(6) 2018, time:1:00pm fasting (with no symptoms). Customer states that she took the meter to the doctor's office for them to check the meter because she was unable to get a result. She was getting a lot of errors codes. Customer had a previous appointment at the doctor. Customer states that the nurse at the doctor's office run a back to back blood test and got two differents results and ask her to call us for a replacement because the result was erratic. Customer states that she have not been using the meter since may.

Manufacturer narrative:
(Manufacturer narrative t, corrected data f) internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on(b)() 2018 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Reported defect not reproduced with returned meter and test strip. Most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 07/16/2019 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer states that the meter is not working properly. Customer states that she took the meter to the doctor's office for them to check the meter because she was unable to get a result. She was getting a lot of errors codesr. Customer had a previous appointment at the doctor. Customer states that the nurse at the doctor's office run a back to back blood test and got two diffident results and ask her to call us for a replacement because the result was erratic. Customer states that her normal range is 120mg/dl fasting, and she have not been using the meter since (B)(6).